Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml morphine 1.875mg/day and 4000mcg/ml baclofen at 1500mcg/day via an implantable infusion pump for post spinal cord injury. It was reported that the patient was admitted to the hospital, and the patient feels that the pump is not working anymore. The patient was scheduled for a MRI. The hcp wanted a rep to come and interrogate the pump. No further complications were reported.